Event description:
Dr. Has performed lysis, when procedure was completed and he removed the catheter, he discovered that the catheter had sheared and that a section of the catheter's "fep" coating had remained in the pt.